Event description:
Pt complained of weakness, sob, nightsweats, dizziness, disorientation and decreased appetite with start of care in 2008. Recalled heparin was swapped out nine days later and st resolved. Description of heparin side effects: on the same day, I was discharged from the hospital and received my delivery of medicine to start on the next day. I left hospital feeling sore but energetic with a good appetite and no nausea. On the same day, the nurse came and administered my first dose of antibiotics, saline flush, and heparin. I felt the same as when I left the hospital. On the following day, I visited my orthopedic surgeon. He removed the wick from my elbow. I was feeling a little weaker and had less of an appetite than the day before. I tool my second dose of antibiotics, saline flush, and heparin. On the next day, when I woke up in the morning I felt weaker than the day before, with less of an appetite, and started feeling a little bit dizzy/disoriented. I started to notice this day that I was losing my breath just walking up the stairs to my apartment. I took my third dose of antibiotics, saline flush, and heparin. On one day later, I woke up drenched in sweat, feeling nauseous, weak, dizzy, and had very little appetite. I continued to feel that way throughout the day. My shortness of breath got a little bit worse. I took my fourth dose of antibiotics, saline flush, and heparin. Later that night my nausea became worse. On the next day, continued to sweat (large amounts at night), felt nauseous, weak, dizzy, had very little appetite, started to lose color in my face, and still lost my breath easily. I spent most of the day laying down because of lack of energy. I took my fifth dose of antibiotics, saline flush, and heparin. I felt sicker again after taking medicine. On the following day, I woke up feeling absolutely horrible. Still had all the symptoms of the day before. I had sweat through all my clothes and sheets on my bed the night before. I felt so nauseous that I spent most of the day sleeping and taking nausea medicine. I felt extremely weak and had absolutely no appetite. I took my sixth dose of antibiotics, saline flush, and heparin. On the next day, I woke up feeling nauseous, weak, disoriented, and no appetite. None of the symptoms had disappeared. Once again I had sweat through my clothes and bed sheets. I had a dr's appointment. He noticed my elbow felt hot still (said it was probable just taking the antibiotics a little longer to work for some reason) and told me to keep an eye on it. I told him about my symptoms, and he told me to wait a few days and see if they got worse or better before I did anything. He told me I could go back to work with no heavy lifting (greater than 20 pounds) and I had to work less than 8 hrs a day. I ended up working only until 2:00 pm. I felt really weak, tired, and nauseous, so I went home and slept. I took my seventh dose of antibiotics, saline flush, and heparin. On the next day, I continue to feel ver weak, tired, nauseous, sweaty, and little to no appetite. Once again none of the symptoms disappeared. I left work early again. I went home and slept after the nurse came to clean my PICC site. The nurse came and took some blood and administered my saline and heparin. I took my eight dose of antibiotics, saline flush, and heparin. This day I took two doses of heparin one with the medicine and one from the nurse after my blood sample. On the following day, I continued to feel very weak, tired, nauseous, sweaty, and little to no appetite. All symptoms where still there and I felt worse than yesterday and I had no appetite. I left work early once again. I was extremely tired when I woke up in the morning. I felt very weak, tired, and disoriented, which made it hard for me to get out of bed. Even though I got to work over an hour late today I still left early. I felt as though I would vomit if I ate any solid foods. I took my ninth dose of antibiotics, saline flush, and heparin. On one day later, I woke up feeling absolutely terrible. All of the symptoms worsened. I woke up in the middle of the night drenched and freezing. At work I received a call from infuscience saying that my heparin was contaminated. I asked what they could tell me about it, what side affects are, and what I should do, but they told me they did not have any info at this time other than it was being recalled. I immediately called my infectious disease another dr and said I needed to talk to one of the drs about the recall. They called back later in the day and said they just became aware of the recall. I asked what side affects I should be looking for and they told me nausea, tiredness, dizziness, feeling bad, lose of appetite, shortness of breath. I told them I was feeling all of that and asked them what I should do. They told me to stop taking the contaminated medicine and see if I felt better in the morning. I took my tenth dose of antibiotics, saline flush, and heparin (new uncontaminated batch). On the next day, woke up with the same symptoms but a lot less severe. I went to work and had much more energy, had an appetite, and had less trouble breathing while walking around. Left work after 8 hrs and felt good. I went home and went to sleep. I took my eleventh dose of antibiotics, saline flush, and heparin (new uncontaminated batch). On the following day, I woke up feeling great. All of the symptoms where gone. I had my full appetite back. My elbow felt a little bit cooler than it did before. I took my twelfth dose of antibiotics, saline flush, and heparin (new uncontaminated batch). On the next day, felt absolutely great. Had tons of energy and a good, strong appetite. Noticed my elbow was feeling better and was cooler than the day before. I took my thirteenth dose of antibiotics, saline flush, and heparin (new uncontaminated batch). Dates and times I took medicine: 2008: (all meds) evening. Dose or amount: 1-5 ml, frequency: daily, route: IV. Dates of use: 2008. Diagnosis or reason for use: PICC line maintenance. Event abated after use stopped or dose reduced: yes.